Manufacturer narrative:
On 4-aug-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: transeptal. Intervention provided: pericardiocentesis. The outcome of the adverse event: no response from physician. The patient required extended hospitalization because of the adverse event. Relevant history -5th time redo- difficult substrate. No ablation performed. A transseptal puncture was performed. Prior to noting the CT, ablation was not performed. The event was observed in mapping - physicians believes this was a delayed response and it occurred during tsp. An irrigated catheter was used in the event and the flow setting: mapping is 2 flow. No error messages observed on biosense webster equipment during the procedure. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30533786m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with an unknown smart touch bidirectional sf. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient was a 5th time at redo and the physicians found the septal substrate difficult during the transspetal. The left atrium was mapped before the effusion was discovered when the patient experienced a drop in blood pressure. Echo revealed at 2cm effusion and a cardiac drain removed 500ml of blood. No ablation was carried out and no high forces observed. The physician believes the effusion was a result of the transseptal puncture. I will follow up next week with the patient outcome. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.